Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer in successfully resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.